Manufacturer narrative:
Other relevant device(s) are: product ID: vnmf4646c183tu, serial/lot #: (B)(4), ubd: 24-oct-2020, UDI#: (B)(4); product ID: vnmf4646c223tu, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 370 mm thoracic aortic dissection. It was reported that two days post the index procedure the patient had a sudden cardiac arrest and died. The cause of the cardiac arrest is unknown. No additional clinical sequelae were reported and the patient has expired.